Event description:
Information received indicates the valve was retrieved after 17 month implant duration due to a report of thrombus and pannus overgrowth. The device was replaced with no additional pt complication reported.